Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with an altered mental status, and required intubation. The patient subsequently improved and was neurologically intact. The initial CT scan of the head was unremarkable; however, while in the hospital, the patient experienced a change in mental status, and a repeat head CT scan revealed an intracerebral hemorrhage. The patient expired on (B)(6) 2017. No additional information was reported.

Manufacturer narrative:
The pump was not explanted and therefore was not available for evaluation. A correlation between the device and the reported intracerebral hemorrhage could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.